Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: the customer has not provided the machine serial number and incident date information for this event. Hence a dlog evaluation could not be conducted. A possible root causes for the potential contamination is donor related failure. This report is being filed beyond the 30 day timeframe due to an internal processing error. A non-conformance (nc) will be created that addressed this event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.